Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is one of three submissions for the same event. The other two are (B)(4). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
While performing a follow-up investigation and obtaining information for a revision surgery which was reported on (B)(4) (1220246-2016-0451) it was discovered that the patient had originally had a left uka procedure performed on (B)(6) 2014 which was converted to a left tka procedure on (B)(6) 2015 due to patient pain. The uka parts that were explanted during the (B)(6) 2015 tka are as follows: uni tibial tray implant ar-502-ttla, lot 108761134 ((B)(4)), uni femoral implant ar-501-uflc, lot 108761135 ((B)(4)) and uni tibial bearing implant ar-501-tba8, lot 113601211 ((B)(4)). During the conversion revision procedure the following parts were implanted tibial tray ar-503-tttc, lot 1227388, femoral implant ar-516-3l, lot 108761422, bearing implant ar-513-bc16, lot 113601343 and patella implant ar-504-psb8, lot 113601446.